Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal baclofen 2000 mcg/ml (dose 1326.6 mcg/day) via an implanted pump. The type of baclofen was unknown and the lot number was unable to be obtained. The patient's medical history included spasticity related to cerebral palsy. The pump's indication for use (IFU) was listed as intractable spasticity. On an unknown date, the patient experienced an infection. The patient had a replacement in (B)(6) 2015. Redness and heat were reported at the pump site (site of the pump replacement) and the implanter decided to replace the pump on the opposite side of the body and replace the catheter. The pump and catheter were replaced on (B)(6) 2015 and discarded. The infected pump and pump portion of the 8781 would be removed (implanter left the portion of the catheter that was in the spine). No diagnostics/troubleshooting were performed. The issue was resolved at the time of this report and the patient's status was "alive- no injury".